Event description:
Patient reported a lump or thickening in or near the breast or in the underarm area. Healthcare professional reported rupture. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed which identified: sharp broken with stress marks near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on radius assessed as surgical impact.

Event description:
Patient reported a lump or thickening in or near the breast or in the underarm area. Healthcare professional reported rupture. This record is for the right side.

Event description:
Patient reported a lump or thickening in or near the breast or in the underarm area. Healthcare professional reported rupture. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed which identified: sharp broken with stress marks near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on radius assessed as surgical impact. Correct attachment submitted on this record.

Event description:
Patient reported a lump or thickening in or near the breast or in the underarm area. Healthcare professional reported rupture. This record is for the right side.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lump or thickening in or near the breast or in the underarm area" and rupture.